Event description:
It was reported that total knee arthroplasty was performed november 1997. Revision performed for unknown reason in 2003. Wear was noted intraoperatively on the post of the polyethylene tibial bearing component.